Event description:
Same case as 2134265-2012-02739. It was reported that during preparation for a rotational atherectomy treatment procedure, no rpm's were displayed on the console. While performing the platform testing of the rotalink plus unit outside the body, it was stated by the facility that "with this combination of catheter and console" they had rotation without the rpm's being displayed. A different sized rotalink plus was prepped and the rotalink plus system and the rotablator console performed as expected with rpm's being displayed. Re-tested the original rotalink plus system, and the same problem of no rpm's being displayed on the console occurred. After the procedure was completed, console was tested with an old expired burr and the console worked fine. The procedure was completed with another rotalink plus catheter and this console. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).